Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was observed to be "broken", and clinical data could not be viewed. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The lcd display will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of report of this type has not identified an increase in trend.